Manufacturer narrative:
Unit was not received in manufacturing mode. Unit passed displacement test, sleep current measurement, active current measurement and self-test. No low battery alerts were present in the insulin pump trace download. Insulin pump trace download analysis confirmed the insulin pump alarmed replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management tool and confirmed replace battery alert due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Unit was received with scratched casing, minor scratches on lcd window, slight crease on display window cover, pillowing keypad overlay, damaged keypad overlay texture, cracked case next to belt clip rail corner, faded serial number label, peeling end cap address label and corrosion in battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his pump uses a lot of batteries when he travels. He stated that the batteries only last 23 to 26 hours. The customer¿s blood glucose was 103 mg/dl. Low battery alert troubleshooting was completed. He added that over the last three to four days, he has had to replace his battery every morning and that the display was off the morning of the call. The customer said that sometimes his pump alarms off no power without a warning. Nothing further reported. The insulin pump will be returning for analysis.